Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. For now, the investigation is considered closed. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device was explanted for normal battery depletion but has not yet been received by boston scientific for analysis purposes. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(4) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a monitoring voltage measurement of 2.62 volts at 33 months of implant. This was the most recent device measurement available. There was a concern that the battery may have depleted earlier than expected. This device was recommended for explant by the boston scientific technical services consultant and has not yet been returned for analysis. There was no report of adverse patient effect.